Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was in the hospital due to syncope. It was also reported the device was pacing regularly however it was not capturing the qrs complex. Additional information received during follow-up indicated the device was changed because it was at eri (elective replacement indicator) and the lead was not capturing. The lead was replaced. No patient complications have been reported as a result of this event.